Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that while running axsym digoxin iii, error codes #1113 (invalid test result, read precision (#), #1118 (invalid test result, intercept too low (#) and #1062 (invalid test result, read value#) was generated on a pt sample. The customer stated that the issue is happening on digoxin iii lot# 43023q100 also. There were no impact to pt mgmt reported.